Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3888-56, lot# v555309, implanted: 2010 (B)(6), explanted: na. Product typ lead product ID 3888-56, lot# v555309, implanted: 2010 (B)(6), explanted: na. Product typ lead product ID 3778-60. Serial# (B)(4), implanted: 2010 (B)(6), explanted: na. Product typ lead product ID 37752, serial# (B)(4). Product typ recharger product ID 37743, serial# (B)(4). Product typ programmer, patient product ID 37082-40, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. Product typ extension product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. Product typ extension. (B)(4).

Event description:
It was initially reported on (B)(6) 2012 that the patient experienced stimulation in the wrong location. The patient was seen by her physician the day before and was told to meet with a company representative, which she did on (B)(6) 2012. Follow-up information was received that reported that patient had her implantable neurostimulator (ins) replaced with a prime cell ins on (B)(6) 2012. The ins was replaced because, the patient reported, she had difficulty charging. The ins was overdischarged and the company representative noted that the patient did not like recharging the device. The patient was "doing very well" and she recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of neurostimulator: model 37712, serial# (B)(4), showed that the neurostimulator battery had a reduced capacity due to overdischarge (2nd od). The neurostimulator was received with no telemetry and 51 recharge cycles. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 7hrs 16 min. The ins charged from 2.65v to 3.99v with 100% coupling. The last recorded recharge session done while the device was implanted was after an over discharge resetting to the default date of (B)(6) 2000. Prior to that the device was recharged on (B)(6) 2011.